Manufacturer narrative:
Device was not returned to karl storz in (B)(4) (manufacturer) by the user facility for evaluation. Per the reported lot number of the device (nx63), it was manufactured in january 2012. Use of instrument with damage to the insulation will allow an electric current leak, and our IFU contains warnings concerning this, as well as in regard to inspecting insulated instruments prior to, and after each procedure to check to see that the insulation is intact along the entire shaft of the instrument.

Event description:
As per an aer received by the factory in (B)(4) that was filed by the end-user with the (B)(6) authority: during a procedure, when the laparoscopic scissors were used with high frequency current, the surgeon noticed sparks above the skin level. The instrument was then examined and a hole was discovered in the insulation of the outer shaft. When the hf current was triggered, the contact of the defective outer shaft insulation point with the skin resulted in a skin burn.